Manufacturer narrative:
There is no product returning for evaluation purposes. (B)(4).

Event description:
During a rotator cuff repair, it was reported that the surgeon used 3.8 gold awl for preparation and inserted the 5.5 triple loaded anchor. When he checked to make sure the anchor was secure by pulling on the suture, the anchor pulled out. There was no reported delay and no backup device on hand and the hole was left empty. The surgeon used a margin convergence technique, which is a soft tissue technique only, to close the hole as best he could with suture and no anchor.